Event description:
It was reported that the patient was presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, the right atrial (ra) lead was found to have exhibited oversensing noise resulting in inappropriate automated mode switch (ams) episodes. The clinic will continue to monitor the patient. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes the patient was present for a scheduled generator changeout. Interrogation of the pulse generator revealed noise over-sensing with occasional inappropriate automated mode switch (ams) episodes. The ra lead was programmed to resolve the issue. However, upon programming changes the ra lead was noted to under-sense. The clinic will continue to monitor the patient. The patient had no adverse consequences.